Event description:
It was reported that the patient went to the hospital since the inflatable penile prosthesis (ipp) was not working properly. As a result of the inspection, it was confirmed that there was a crack in the reservoir connecting tube. Two weeks later, a surgical procedure was performed, and the pump was replaced. A patient outcome of stable following the procedure was reported.

Event description:
It was reported that the patient went to the hospital since the inflatable penile prosthesis (ipp) was not working properly. As a result of the inspection, it was confirmed that there was a crack in the reservoir connecting tube. Two weeks later, a surgical procedure was performed, and the pump was replaced. A patient outcome of stable following the procedure was reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. Visual examination of the pump identified contamination that prevented the pump from being functionally tested. The tubing had been cut down to the pump block and was not returned for analysis. Based on the information available and analysis results, the reported allegations were unable to be confirmed; therefore, a conclusion of cause not established was chosen.